Event description:
It was reported that when using the bd pyxis¿ medbank tower, the user was unable to restock several bins. For some cubies, a message displayed stating, "the item was already received." During barcode scanning, a message displayed stating, "cubie placed in the wrong location" when inserting the cubie. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to restock several bins. A technical support specialist (tss) walked the customer through restocking all pending cubies, and most were successfully completed. Cubies displaying the message "the item was already received" were found to be empty and identified as older restock cubies to be returned to pharmacy. One item in matrix drawer 10 did not fit and was to be reported to pharmacy. Customer could not continue troubleshooting due to time constraints and would return the remaining pending cubies to pharmacy. The customer authorized closure of the case. The system functioned as intended after the technical support specialist assisted customer in resolving the issue.